Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.

Event description:
It is reported that a tibial component in a distal femoral replacement implant has failed and a new tibial component is required due to the failure.